Event description:
It was reported that the patients ipg would move and stick out a little when sitting or lying due to its position. The patient underwent a revision procedure wherein the ipg was moved to a higher position on the same side of her back. The ipg remains implanted, and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.